Event description:
It was reported that during the unknown surgery, could not fire. Changed to another device to continue the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. D4 batch#: 181d67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the reload was received with no apparent damage and along with its opened packaging. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. During the functional testing, the reload cannot be fired. The reload was disassembled to verify the condition of the internal components and the wedge knife assembly was noted to be damaged no allowing fired the reload. No conclusion could be reached as to what caused the damage to the wedge knife assembly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 181d67, and no non-conformance's were identified.